Manufacturer narrative:
One 6f ultimum introducer sheath was received for evaluation. The dilator was also returned. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a coronary angiography for nstemi, a leakage and reflux of blood occurred from the hemostasis valve of the introducer. The procedure was completed with another device with no adverse patient consequences.